Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 174 mg/dl. Customer stated that he tried filling the tubing and it just kept dripping. Customer stated that the insulin continues to drip after the motor stops during the manual prime process. Customer stated that they are stuck in the rewind complete/bolus delivery loop. Customer was advised to disconnect from the pump. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
The compromised force sensor system alarm occurred during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.